Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, drainage, and infection, underneath sensor pod area only. The patient was seen by a healthcare provider (hcp) and the reaction was treated with a prescription of desloratadine (oral antihistamine) and a flixonase spray. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.